Event description:
Aquacell ag dressing, although stated to be MRI safe, is suspected to have increased energy causing a closed loop burn to bilat inner thighs. Outcome not a serious safety issue, but aquacell will now be added to MRI safety check list. The mrso believes this burn would not have occurred but for the aquacell ag dressing.